Manufacturer narrative:
(H3) upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to instability of the joint.

Manufacturer narrative:
Pending evaluation. Concomitant medical device(s): eq rev locking screw - 320-15-05, (B)(4). Eq rs 42mm humeral liner +2.5 - 320-42-03, (B)(4).

Event description:
As reported, approximately 26 months after the initial implant, this (B)(6) y/o male patient presented to surgeon with some shoulder instability in their reverse shoulder after over a year of good function and stability. Surgeon was able to dislocate in office and elected to upside components surgically to achieve stability. Surgeon upsized the 42mm glenosphere to a 46mm. Also removed a 42 x 2.5mm liner and replaced with a 46 x 2.5mm constrained liner. Surgeon expects a great outcome and patient left the operating room in stable condition. Devices will not return due to hospital policy.